Event description:
A peritoneal dialysis pt has reported that there was dialysis solution under the cycler. Pt noticed fluid under the cycler on (B)(6) 2013 on the bottom shelf of the cycler cart and could not identify the leak source. The pd nurse and stated that there was no leak on the new cycler on (B)(6) 2013, but it was from the replaced (old) cycler on (B)(6) 2013. Pt had no adverse effects from the incident. Sample has not been returned to the MFR.

Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.